Manufacturer narrative:
As reported in a research article, report for clinical experience of valve in valve for the deterioration of the prosthetic valve which the leaflet is being externally mounted on the stent post. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The abstract "experience with valve in valve for externally wrapped bioprosthetic valve dysfunction" was reviewed. The article presented a case study of a 75-year-old male who underwent aortic valve replacement (avr) 7 years ago, using a 21mm trifecta valve. It was reported that the patient was re-admitted due to severe aortic regurgitation. Avr surgery was recommended, but re-operation was refused. A transcatheter aortic valve implantation (tavi) procedure was performed, using a non-abbott device via transfemoral approach. Trifecta was sewn diagonally to the aortic annulus, making it difficult to implant the tavi valve coaxially. Finally, tavi was successful due to acceptable para-valvular leak, and the patient was discharged on post-operative day 5. No additional information was provided. [The primary author was hiroshi onoda, toyama university hospital, toyama, japan]